Event description:
Customer alleged that bolus calculations were incorrect (higher or lower) after entering a blood glucose value into the pump. Troubleshooting with tandem technical support could not be performed as the issue had occurred some time before the customer reported the event. There was no impact to the customer's blood glucose level. Although requested, the customer could not provide any further details.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.